Manufacturer narrative:
One 72201541 bioraptor 2.3mm pk suture anchor device used for treatment, was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue condition. Product met specifications upon release to distribution. Complaint history review found no other report for this lot.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a hip arthroscopy the suture broke. The procedure was completed with a backup device with no significant delay or patient injury reported.